Event description:
It was reported that the device will not power on. Unit came back from repair in (B)(6) 2020. There was no reported patient involvement. No further information is available.

Manufacturer narrative:
Updated h6 and d4 (serial and UDI #).

Event description:
It was reported that the device will not power on. Unit came back from repair in (B)(6) 2020. There was no reported patient involvement. No further information is available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not power on. There was no reported patient involvement.